Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the reported failure mode was unable to determine due to the failure mode was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported automated impella controller (aic) screen was stuck on the abiomed screen during routine start up. It was reported that this was not associated with a case or patient encounter.